Event description:
It was reported that on (B)(6) 2011 the doctor placed a catheter powerpicc under ultrasound and scope. Normal procedure without particular difficulties. On (B)(6) 2011 the pt has respiratory distress. CT scan shows a break through the catheter of brachiocephalic trunk with dissemination of parenteral nutrition in the mediastinum and pleura.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.